Manufacturer narrative:
Exact date unknown, event occurred few months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 15237833. Product family: scs-ipg-r: upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 16079180.

Event description:
It was reported that the patient was experiencing back pain that radiates down the leg. Reprogramming was done and was able to cover leg pain however, was not able to get pain coverage in the back. High impedances on the leads were also reported. During a supposed revision procedure, the physician had difficulty implanting in the new leads and just opted to explant all components. The patient was doing well postoperatively and the explanted devices will not be returned.